Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is a use-of-device failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device with a melted ac receptacle and an intermitted control panel issue, coming in for assessment. Per sample evaluation results on 01jul2024, it was reported that the failed level sensor led to device to short fill (B)(4). Low flow and slow to fill due to failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is a use-of-device failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device with a melted ac receptacle and an intermitted control panel issue, coming in for assessment. Per sample evaluation results on (B)(6) 2024, it was reported that a failed level sensor led the device to short fill. Low flow and slow to fill due to failed circulation pump.